Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00081.

Event description:
Patient revised on (B)(6) 2020 due to infection approximately 1 month after primary surgery. Surgeon explanted the 36/+3 standard humeral cup and replaced it with a new 36/+3 standard humeral cup.